Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia. The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced "???" For over three hours, in addition to an adverse event that occurred. The sensor was inserted in the patient's abdomen. The patient stated that she had missed severe low due to "???", and passed out. The patient stated that her husband found her and administered glucagon to wake her up again. At time of contact the patient's condition was doing well. No additional event or patient information is available. No product was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.